Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported the was sheath was found to be kinked during the procedure. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.